Event description:
Pacing dificulties; it was reported that the catheter was unable to pace from the beginning. Another catheter was used and problem was solved.

Manufacturer narrative:
Device is not being returned by the customer in a foreign country.